Event description:
It was reported that during a percutaneous coronary intervention procedure a deployment issue occurred. The intended location for treatment was the vena cava. A 12 fr greenfield filter was successfully advanced to the target location. The filter was deployed, however upon deployment three of four legs were bunched together. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint product was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).